Manufacturer narrative:
(B)(4). Eval, results: (root cause is undetermined. Device not returned for eval).

Event description:
The physician successfully implanted a 2.25 mm diameter x 18 mm length driver rapid exchange (rx) coronary stent system to treat a lesion in a pt. The target lesion was a distal rca stenosis. The vessel had proximal tortuosity. Prior stenting of the proximal part of the target vessel was performed using a 4.0 mm integrity stent due to the tortuosity. The target lesion was pre-dilated using a 2.5 mm balloon. Greater than 50% stenosis remained post pre-dilatation activities. It was reported that following stent deployment, the balloon of the driver rx device was slow to inflate and slow to deflate. Balloon inflation time was 1 to 1.5 minutes at 20 atm's. Balloon deflation time was greater than 2 minutes. The device had been inspected prior to use with no abnormalities were noted. Negative prep had been performed with the balloon in the guide catheter and no abnormalities were noted. Two other stents were subsequently successfully implanted using the same inflation device. The pt is reported to be fine and no clinical sequelae were reported.